Event description:
It was reported that a patient was prescribed otc steroid cream, benadryl, and oral methylprednisolone and clindamycin 10 days post implantation due to a incisional site rash. The rash resolved approximately 5 weeks post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: pectus blu prbnt ti bar 11.5in cat#78-6115 lot#unk. Pectus blu stabilizer ti cat#78-8020 lot#unk. Product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. Rash is not a specific diagnosis, but a very general term used to reference the appearance of the skin that is irritated. A rash can be inflammation, discoloration, dry, blistered, swollen, warmth, or any combination that distorts the skin's normal appearance, as well as painful and/or itchy. A rash can be caused for a variety of reasons: disease specific (measles, chicken pox), allergic rashes to medications, food, or to different types of poisonous vegetation (poison ivy). Once the body is exposed to the cause, it will elicit a response, causing the ¿rash¿ appearance. Rashes can have different timeframes associated with appearance, duration and resolution. The term ¿rash¿ could be used to describe in a very general description of what the wound appearance looks like or could also reference a postoperative allergic reaction to medication or solutions used to clean or treat the patient during the procedure and/or afterwards. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.